Event description:
Boston scientific received information that this right ventricular (rv) lead had a fracture. The crush was verified via fluoroscopy. In addition, the shocking electrode of this lead was also damaged. The rv lead was capped and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.